Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-11752, 2017865-2020-11753. It was reported the patient had experienced a bacteremia infection and heart block event. The pacemaker, atrial, and right ventricular leads were explanted. The patient condition was unknown. No further information was known about the event.